Event description:
It was reported that the device's battery measurements were not consistent. When measured via carelink, the battery voltage measured 2.92 v. When measured through the device, it was never lower than 2.99 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. On (B)(6) 2009 the battery voltage measurement under telemetry was 2.89v and the daily value was 3.0v.